Event description:
Information received with return of the explanted device notes that after the patient experienced syncope, an ECG showed ventricular pacing at 50 ppm and no atrial pacing. One week later, telemetry was "unstable" and intermittent and the device showed vvi pacing at 50 ppm. Immediately after interrogation, the rate changed to 70 ppm. Prior to replacement, the device could not be interrogated. The patient had experienced episodes of angina.